Manufacturer narrative:
Section b3: event date is estimated. The event of an ipg replacement was reported to abbott. The patient¿s ipg had reached end of life. There were no complications and effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg was at end of life. Surgical intervention was undertaken on (B)(6)2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.